Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm was unable to reproduce the reported issue. The stm checked the alarm logs and found gads loss in iabp circuit at recent alarm logs. The stm completed functionality check as per the service manual, which passed to factory specifications. The iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that rapid gas loss occurred on the cardiosave intra-aortic balloon pump (iabp). It is unknown under which circumstance this event occurred, thus is unknown whether a patient was involved; however there was no adverse event reported.